Event description:
When the user fired the stapler as a test, the staples came out of the stapler like flowing. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73d2100944 investigation did not show issues related to the complaint.

Event description:
When the user fired the stapler as a test, the staples came out of the stapler like flowing. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the bottom was partially detached from the cover block. It appears that the bottom was not properly welded onto the cover block, which would cause staples to fall out of the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue and corrective actions have been implemented to prevent this issue from recurring in the future. This sample was manufactured prior to the corrective actions being implemented. It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue. Corrective actions from the nc were implemented on 25jun2021. The returned sample was manufactured on 30apr2021, prior to the corrective actions being implemented. The reported complaint of "misfire - staples fell out of device" was confirmed based on the returned sample. The stapler was returned with the bottom partially detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue and corrective actions have been implemented to prevent this issue from recurring in the future. This sample was manufactured prior to the corrective actions being implemented.